Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with a fess from tunneled left subclavian catheter site abutting pacer pocket. Cultures showed (B)(6). The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.